Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. Customer¿s blood glucose was over 400 mg/dl and 40 mg/dl. The patient¿s blood glucose level at the time of incident was 446 mg/dl and current blood glucose level is 183 mg/dl. The customer also experienced other blood glucose levels such as 149 mg/dl, 446 mg/dl, 392 mg/dl. The customer experienced symptoms such as fatigue nausea. The customer treated for high blood glucose with the insulin pump. The customer also reported that the insulin pump had pump errors and the customer was able to clear the alarms. The customer reported that self test was passed. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when incident was reported. Customer reported that the auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.